Manufacturer narrative:
Device manufacturing date is unavailable. On (B)(6) 2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported a site's navigation system camera is displaying a bump status and there is fault with the hardware. Illuminator hardware fault indicator is on and the message is return for service. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Device manufacturing date now provided.